Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It was reported that a patient specific proximal humeral component was is needed to mate with the distal side of a currently implanted patient specific stanmore intercalary humeral prosthesis. The distal end is well fixed, but the proximal side needs to be revised to a hemi-arthroplasty device.